Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and passed successfully. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set would not connect to a transfer set. The transfer set was not changed and was still in use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.